Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord cable connections were evaluated and tightened. The f32 fuse and intelligent shut down (isd) pcb assembly were also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.